Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent had burrs. The target lesion was located at the renal artery stenosis. A 6.0mm x 14mm x 150cm express vascular sd stent balloon expandable was advanced for treatment. However, it was unable to cross. The stent was recaptured, and trabecular burrs were found on the stent, the surface was not smooth. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed and the device was able to track over a test guidewire. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported burrs.

Event description:
It was reported that stent had burrs. The target lesion was located at the renal artery stenosis. A 6.0mm x 14mm x 150cm express vascular sd stent balloon expandable was advanced for treatment. However, it was unable to cross. The stent was recaptured, and trabecular burrs were found on the stent, the surface was not smooth. The procedure was completed with another of same device. There were no patient complications as a result of this event.